Event description:
It was reported that on (B)(6) 2012, the patient received 2 xience v stents to the left main artery. On (B)(6) 2012, the patient experienced a groin hematoma, sepsis and elevated enzymes. On (B)(6) 2012, due to chronic anemia, the patient received a blood transfusion. Reportedly, per the physician, none of this was related to the xience v stents in the left main. On (B)(6) 2012, the patient experienced congestive heart failure, anemia and elevated enzymes and was hospitalized. Per the physician, these events were not related to the stents in the left main artery. On (B)(6) 2012, a 3.0x12mm xience v stent was implanted in the proximal right coronary artery (rca). Post procedure, the patient experienced elevated enzymes and a myocardial infarction. Per angiogram, the stents in the left main were patent. The patient remained hospitalized and on (B)(6) 2012, the patient experienced respiratory arrest, leading to cardiac arrest. Cardiopulmonary resuscitation was unsuccessful and the patient died. Reportedly thrombosis of the stent in the rca was not ruled out. No autopsy was performed. Per the death certificate, cause of death was coronary artery disease. There was no additional information provided..

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.0x23mm, 3.5 x 23mm. Other: clopidogrel, aspirin. There were no reported product deficiencies. The reported patient effects of myocardial infarction, thrombosis, and death are listed in the xience v instructions for use, as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.